Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material# 309623; batch# 3340120. It was reported that the bd syringe 1ml s/t w/ndl 27x1/2 rb needle pulled out of the hub. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. Patient is having difficulty getting cap off syringe. Patient stated that she was having trouble removing caps from syringes and considered using pliers. She states that when she tries to pull the cap off, the needle comes off too. Also stated that when trying to draw up gattex, the medicine was leaking out of the syringe as she was drawing it up. Her nurse advised her to discard that vial and use a new one. Additional information provided: 1. Are you able to provide the dates of the events in the format of mm-dd-yyyy? If unknown, can state unknown. Date of awareness is sep ¿ 04 ¿ 2024. 2. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No ae reported 3. Was the needle able to be removed from the skin easily? Unknown.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
No additional information was provided.